Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed as the device again failed a test step during testing. The root cause was documented to be a failure of the aecm, and 3-way valve resulting in inaccurate readings that caused the device to fail testing. The field service engineer (fse) replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. A preliminary diagnostic test was conducted and passed successfully. The technician then proceeded with the final verification test, which also passed without issue.